Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdh378, and no non-conformances were identified. Investigation summary: it was reported breakage suture. Unused samples of product code eh7241, lot pdh378 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did 1 or 2 sutures break during the procedure? Other relevant patient history / concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a laparoscopic partial hepatectomy on (B)(6) 2019 and suture was used. During the procedure, the suture broke during knotting. The patient lost about 400ml with blood transfusion. Changed to a different suture to complete the surgery. The surgery was delayed for unknown time(more than half hour). The patient is stable now. Additional information has been requested.